Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 3 months post initial procedure the patient was identified with multiple type ii endoleaks from patent lumbars (non-device-related) and a type 1a endoleak. A re-intervention is being planned.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak and type 2 endoleak are confirmed. The type 2 endoleak is anatomy related. Procedure related harms, device, user, procedure or anatomy relatedness to the type 1a endoleak could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 3 months post initial procedure the patient was identified with multiple type ii endoleaks from patent lumbars (non-device-related) and a type 1a endoleak. A re-intervention is being planned. Additional information: the patient is scheduled for an angiogram on 7 june 2022 and depending on findings the physician will decide whether intervention is required or not.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak and type 2 endoleak are confirmed. Additional medical imaging received by endologix shows that the right iliac limb occlusion is confirmed. The type 2 endoleak is anatomy related. Procedure related harms, device, user, procedure or anatomy relatedness to the type 1a endoleak could not be determined with the medical records available for review. The right iliac limb occlusion is most likely anatomy related (superior stent margins of the bilateral iliacs landed into infrarenal angulation). The final patient status was reported to be not well enough for treatment. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. B6: relevant tests and lab data ha been updated. G3: awareness date has been updated. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 3 months post initial procedure the patient was identified with multiple type ii endoleaks from patent lumbars (non-device-related) and a type 1a endoleak. A re-intervention is being planned. Additional information: the patient is scheduled for an angiogram on 7 june 2022 and depending on findings the physician will decide whether intervention is required or not. After the follow-up report was submitted, additional information was received reporting that the ovation ix iliac limb (right) occluded. The physician stated that the patient is not well enough to proceed with any treatment.